Manufacturer narrative:
(B)(4).

Event description:
During the implant attempt of the subject pacemaker, there was a connection issue incurred in the atrial channel. Specifically, it was reported that the lead was initially properly connected, but due to an atrial lead dislodgement, it was disconnected. Following lead repositioning, it was no longer possible to connect the lead to the pacemaker.

Event description:
During the implant attempt of the subject pacemaker, there was a connection issue incurred in the atrial channel. Specifically, it was reported that the lead was initially properly connected, but due to an atrial lead dislodgement, it was disconnected. Following lead repositioning, it was no longer possible to connect the lead to the pacemaker.